Event description:
The user facility reported that a foreign object was noticed inside the sterile packaging prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was not confirmed during the devices evaluation.

Event description:
The user facility reported that a foreign object was noticed inside the sterile packaging prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.